Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. Functional testing noted that there were no abnormalities that would have caused or contributed to the reported condition. The handle had 229 of 300 procedures remaining. The handle was noted to be running v29.7 software. A returned product analysis clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to be fired without issue on the a1 machine. An rpa reload was attached to the device and was able to be clamped and articulated without any issues. The data saved to the handle was analyzed and it was noted that the handle displayed an excessive load warning during clamping. This occurs when the strain gauge reaches its maximum value and would prevent the jaws from fully closing. It was reported that the jaws could not close completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the jaws did not close completely so the stapler did not fire as expected. Several times, the surgeon closed the reloads on different types of tissue, including lung parenchyma, vessel, and bronchus, but the expected firing thickness indicators did not appear on the screen, and it seemed that the jaws did not close properly. Multiple attempts were required to achieve proper device function, and sometimes after two or three tries, the issue was resolved and the device fired as intended. However, these difficulties occurred repeatedly in two different procedures on the same day. Troubleshooting steps included changing the power handle, shell, and reloads, but the issue persisted. The power handle was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt, (serial # (B)(6)). Sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # n5h1255y). Sigpshell, sig power sigpshell control shell, (lot # n5e1725y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.